Event description:
The ge oec 9800 fluoroscopy system would lock up and require a reboot to restore function.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluoro functions pcb, erased the nodes and re-loaded software. Additionally, a high voltage cable was found defective and was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.